Manufacturer narrative:
Preventive maintenance for the console was performed at the customer's site and during testing, a tcmid:07 (coolant temp high) and tcmid:05 (coolant diff failure) error messages were reported. The console was returned to zoll and upon evaluation, the reported error messages tcmid:07 (coolant temp high) and tcmid:05 (coolant diff failure) were confirmed during the event log review, but not during the functional testing. The probable root cause was determined to be a degraded lm-34 temperature sensor, likely due to improper routine maintenance. The ivtm system was manufactured in 2011 and is 9 years old, past the expected service life of 5 years. There was no preventive maintenance performed for this console since 2014. Upon visual inspection, noticed an assembly top lid and pump lid were cracked and damaged, the front cover was degraded and turned yellow, air trap filter was too dirty, cold well gaskets were yellow and damaged, the display battery was too low, pan drip was missing and the tubing under air trap was disconnected. The observed findings were unrelated to the reported complaint. The probable cause could be due to the normal wear and tear of the system or could be due to the damage sustained by user mishandling. The damaged and missing parts were replaced to address the issue. The thermogard xp ivtm system passed the functional testing without any error. The event log was reviewed and confirmed the occurrence of the tcmid:07 and tcmid:05 error messages. Upon further investigation, noticed a degraded lm-34 temperature sensor. The lm-34 temperature sensor was replaced to address the error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During preventive maintenance at the customer site, the thermogard console (sn (B)(4)) displayed tcmid:07 (coolant temp high) and tcmid:05 (coolant diff failure) error messages. No patient involvement.